Event description:
Customer reported, she received a low reservoir alert and she ran out of insulin and did not change the reservoir until 2 hours later and blood glucose went up to 400 mg/dl; she treated with the insulin pump and manual injection. Current blood glucose value is 312 mg/dl. Customer experienced heart rate increase, thirst and heavy breathing. Customer removed the infusion set and the cannula was bent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.